Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). A file was previously created. Regarding the implanted bard/davol composix kugel device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2010 and an unspecified bard/davol 3dmax (device #1) or (B)(6) 2013. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch and 3dmax (device #1). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the 3dmax implanted to treat the patient's incisional hernia. Note, the manufacturing date (15-sep-2012) is considered to be a best estimate. This supplemental emdr represents the 3dmax (device #2). Additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2010 and an unspecified bard/davol 3dmax (device #1) or (B)(6) 2013. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch and 3dmax (device #1). As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per legal complaint: 2:19-cv-01294-eas-kaj. Attorney alleges per short form that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia path. It is alleged that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch and 3dmax. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿extensive lysis of adhesions was performed. A composix kugel mesh (device #1) was placed in the abdominal cavity and sutured.¿ (B)(6) 2010 - patient was diagnosed with adhesions, abscess and infection thereby underwent open repair with the explant of composix kugel mesh (device #1). Per operative notes, ¿a circumferential dissection of the edge of the bilayer mesh was performed. In some places, the viscus had oozed up around the gore-tex portion of the mesh and had adhered to the marlex. An onlay graft using gore bioabsorbable meshes were utilized and sutured.¿ (B)(6) 2011 - patient was diagnosed with seroma thereby underwent radical debridement, drainage and placement of wound vac. (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia of the abdominal wall thereby underwent laparoscopic repair. Per operative notes, ¿adhesions were cleared all the way down to the midline and down to the pelvis. A defect in the fascia was seen where a small bowel loop adhered was taken down using dissection. The defect was repaired by placing gore dual mesh and tacked using secure strap.¿ (B)(6) 2013- patient was diagnosed with recurrent right inguinal hernia thereby underwent lysis of adhesions and laparoscopic repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿extensive lysis of adhesions were performed. A 3dmesh (device #2) was used after soaking in antibiotics was stapled to the pubic tubercle.¿ attorney alleges that the patient had adhesions, bowel perforation, mesh shrinkage, pain, hernia recurrence, wound vac placement, foreign body reaction and emotional injuries.